Event description:
Caller stated that the toothbrush head has a tiny piece of metal and plastic that detaches while in use, which can cause a choking hazard for the consumer. This incident occurred after using the toothbrush approximately 10-15 times. On (B)(6) 2014 the manufacturer was contacted and he was sent a replacement, he was advised to keep the product for a few weeks but if he did not hear from them to discard it. Caller stated that he kept the product to report it due to the safety hazard it poses. Document number: (B)(4). Report number: 20141001-c1296-1431726.